Event description:
It was reported to philips that customer requested technical support for foot pedal cable on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Provided technical guidance; no repair performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).